Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the atrial and rv lead were cut and capped due to noise. During the procedure, the atrial lead was damaged. The patient was completely occluded on left side and they opted not to try right sided approach. Patient was in good condition post procedure, and was discharged, to be implanted at a later time for the sub0q ICD.

Manufacturer narrative:
A partial lead in one piece measuring 5.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information notes that on (B)(6) 2018 the patient was in the clinic for other post procedure shock, kidney failure with tubular necros, acute embolism and thrombosis, dilated cardiomyopathy, and acute post hemorrhagic. No other information provided.

Event description:
New information notes that the patient wouldn¿t had received a shock from the device on (B)(6) 18 since the device was explanted on (B)(6)18.